Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 445cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported leaking of the right breast implant and noticed changes of the right breast over time. As a result, the patient underwent bilateral breast implant removal and replacement with 470cc mentor memorygel xtra breast implants on (B)(6) 2024. However, during the surgery, the left breast implant was observed to be ruptured while the right breast implant was intact. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2024, mentor was notified that the patient was also noted during the revision surgery to have left breast capsular contracture (baker grade rating unknown). On july 18, 2024, the mentor analysis lab received the suspect medical device for evaluation. On july 24, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).